Event description:
It was reported that approximately 5 years post implantation of a right total knee arthroplasty, the patient was experiencing pain and underwent a revision of the articular surface component. Attempts for additional information have been made and none is available.

Manufacturer narrative:
(B)(4). D10: 00576401652, femoral component option for cemented use only size f right, lot 63653170 00597206532, all poly petella standard cemented size 32 mm diameter 8.5 mm thickness, lot 64398655. 00598003702, stemmed tibial component precoat size 4 for cemented use, lot 64012424. G2: event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. The reported event was unable to be confirmed with the information provided. No product returned or pictures provided; visual and dimensional evaluations could not be made. No medical records were provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.